Event description:
In 2005, the home patient contacted baxter customer service center to report abdominal discomfort in dwell 2 of 4. The technical service representative placed the home patient into a manual drain. Drain volume=356ml. The technical service representative then placed the home patient into dwell 2. The home patient's nurse stated during a follow-up call that no patient injury had occurred in association with this event. The nurse stated that the home patient had bypassed a mid-day drain, but then drained fine later that day. The home patient has had no further problems after this incident.